Event description:
When the surgeon was performing a diep flap, it was reported that the pins would not align properly on the gem2753 coupler 2.5mm size. Another coupler was used to complete the anastomosis. There was no pt harm or complications.

Manufacturer narrative:
The coupler rings were returned with the jaw assembly. The rings were misaligned and could not be separated for eval in the jaw assembly. Eval of the jaw assembly component indicated that the jaws were in good condition and met specification, but the adapter was fractured in the back. The fractured adapter is not believed to have contributed to the event, as the coupler rings would not have been able to come together and misalign if the fracture had occurred prior to use. 100% functional alignment testing is performed on each device during the manufacturing process. According to the device history record, the devices met specification prior to market release.